Event description:
Patient states pump sn (B)(4) is giving some issues (same as (B)(6) 2018). It was happening on and off since then. She states she got a high pressure alert again and then she switched to other pump and it was fine. Patient has no line infection issues (patient does state she will get a new line next tuesday since her catheter line stopped and she called her md right before calling me and patient is using her spare lumen til new line next tuesday). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.